Manufacturer narrative:
The device was discarded; no product is being returned. (B)(4).

Event description:
Used 3.8 awl to make hole in humerus, started to insert anchor and crack was heard and under ortho visualization you could see crack in the side/top of anchor. Anchor broke into 4 pieces, 90% of the anchor was removed, the distal tip remains in the patient; also a piece of the metal tine from the inserter broke and remains in the patient. Axial alignment may have been off; ao2 finger technique was used, the bone turned out to be harder than they initially anticipated. Device was thrown in the sharps container.